Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The device performance allegation can be confirmed. Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had a surgical procedure to replace an inflatable penile prosthesis (ipp) since the device did not work. A crack was found in the pump connector tube, and the pump was replaced. The cause of the pump connecting tube crack is unknown. After the procedure, the patient improved and the patient outcome was reported stable.

Event description:
It was reported that the patient had a surgical procedure to replace an inflatable penile prosthesis (ipp) since the device did not work. A crack was found in the pump connector tube, and the pump was replaced. The cause of the pump connecting tube crack is unknown. After the procedure, the patient improved and the patient outcome was reported stable.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, based on analysis results, product analysis was unable to confirm the reported events related to the pump connecting tube crack as the tubing was not returned for analysis. Device history record review (DHR): the device history record review (DHR) confirmed that the device met all material, assembly and performance specifications prior to shipment from boston scientific. Additionally, potential emerging trends are captured as part of the post market signal evaluation and escalation process device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The ipp cxm inflate/deflate pump was leak tested and visually inspected and examined using a microscope. No tubing was return for the analysis. The pump kink resistant tubing (krt) was identified to be cut down closer to the pump restrain relief krt junction. The pump krt was worn down to the filament. The outer layer of pump bulb was worn that was a result of wear against the pump strain relief and krt junction. No leaks were found. Product analysis was unable to confirm the reported events. Labeling review: a labeling review found no evidence of device off-label use or failure to follow instructions. The reported events also do not contain an allegation against the labeling. Investigation conclusion: based on this investigation a clear probable cause for the event was not established; therefore, the investigation conclusion code of cause not established was chosen because the tubing was not return for analysis. Therefore, the most probable cause could not be confirmed.